Event description:
The procedure was to treat an in-stent restenosis (stent unknown) of the obtuse marginal. The 2.25 x 13mm cypher stent could not cross the lesion. As the doctor was pulling out the stent, the stent began to give resistance in the guide catheter. The physician had no choice and pulled out the entire system. After the system was out of the body, he noticed that the stent was no longer on the balloon. A scan was performed and found the stent dislodged in the femoral artery. The patient felt no discomfort and is well to date. Doctor mentioned that as the stent was taken out of the box, everything looked normal. The device was negatively prepped before reaching the target lesion.

Manufacturer narrative:
This device is distributed outside the united states ; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.